Event description:
See initial report.

Manufacturer narrative:
H11: reportedly, the unit was sent to the manufacturer for a complete technical safety inspection (tsi), analysis of the complaints database did not reveal further similar events for this unit, which was manufactured in 2012. Based on the investigation findings and considering that a hardware malfunction can be ruled out, the most likely root cause of the reported event is an improper hospital gas supply. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11 livanova field service engineer was dispatched to customer facility, tested the device and the issue could not be reproduced. The complained device has been sent to manufacturing site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a regular inspection, the electronic gas blender mix flow rate was below the acceptable value (for both mixed gas and co2). There was no patient involvement.